Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin and had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and that the cartridge and infusion set is indicated for use with tandem supplies for 3 days. Customer changed the cartridge only and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.